Event description:
Patient reported infusion set tubing partially separating from the luer lock. He experienced elevated blood glucose of 390 mg/dl and stated he felt "very badly" with a headache and lack of appetite. His normal range is 90-130 mg/dl. Patient changed the infusion set tubing and administered a 3 unit bolus to address the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
H6: product not returned for evaluation. Issue described to agency in the recall.